Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the pin expert was explanted because it was broken. The pin was implanted over two (2) years ago. The surgery was successful. Concomitant device reported: unknown locking screws (part # unknown, lot # unknown, quantity unknown), unknown spiral blade (part # unknown, lot # unknown, quantity 1), unknown end cap (part # unknown, lot # unknown, quantity 1). This report is for one 12 mm ti hindfoot arthrodesis cann nail-ex 240 mm/ right. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot manufacturing location: monument, manufacturing date: 25-apr-2017, part number: 04.008.228, 12mm ti hindfoot arthrodesis cann nail ¿ ex 240mm/right, lot number: h350623 (non-sterile), lot quantity: 6 . Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process acceptance sheet, op038356 rev a met all inspection acceptance criteria. Inspection sheet, inspect dimensional, ns037191 rev d met all inspection acceptance criteria. Inspection sheet, final inspection, 04fi008210 rev d met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ac was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21012, tialnbri13.00, lot number: h339385, lot quantity: 1,172 lbs. Product certification supplied by nf&m titanium dated 21-feb-2017 was reviewed and determined to be conforming. Lot summary report dated 11-apr-2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history batch null, device history review 23-jan-2020: DHR reviewed, this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: investigation summary the complaint is confirmed as we are able to confirm that the nail is broken based on the received pictures. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint is confirmed as we are able to confirm that the nail is broken based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.,background: we received information from product specialists about problems with pin expert (vendor code - 04.008.228). The pin was implanted into the patient.in gkb 13 over 2 years ago. 15.01.2020 pin was explained because it was broken. Surgery operation was successful. Investigation flow: damage. Visual inspection: the 12mm ti hindfoot arthrodesis cann nail-ex 240mm/right (p/n: 04.008.228, lot #: h350623) was returned and received at us cq. Upon visual inspection, it was observed that the device was broken in the middle. The broken fragment was returned. There were nicks and scratches on the device consistent with explantation but has no impact on the functionality of the device. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was performed on the returned device. Document/specification review . Based on the date of manufacture drawings are reflecting the current and manufactured revision were reviewed . Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the 12mm ti hindfoot arthrodesis cann nail-ex 240mm/right (p/n: 04.008.228, lot #: h350623). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot manufacturing location: monument, manufacturing date: apr 25, 2017, part number: 04.008.228, 12mm ti hindfoot arthrodesis cann nail ¿ ex 240mm/right, lot number: h350623 (non-sterile), lot quantity: 6 . Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process acceptance sheet, op038356 rev a met all inspection acceptance criteria. Inspection sheet, inspect dimensional, ns037191 rev d met all inspection acceptance criteria. Inspection sheet, final inspection, 04fi008210 rev d met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ac was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21012, tialnbri13.00, lot number: h339385, lot quantity: 1,172 lbs. Product certification supplied by nf&m titanium dated 21-feb-2017 was reviewed and determined to be conforming. Lot summary report dated 11-apr-2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria.,manufacturing location: monument manufacturing date: apr 25, 2017, part number: 04.008.228, 12mm ti hindfoot arthrodesis cann nail ¿ ex 240mm/right, lot number: h350623 (non-sterile), lot quantity: 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process acceptance sheet, op038356 rev a met all inspection acceptance criteria. Inspection sheet, inspect dimensional, ns037191 rev d met all inspection acceptance criteria. Inspection sheet, final inspection, 04fi008210 rev d met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ac was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21012, tialnbri13.00, lot number: h339385, lot quantity: 1,172 lbs. Product certification supplied by nf&m titanium dated feb 21, 2017 was reviewed and determined to be conforming. Lot summary report dated apr 11, 2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review . Jan 23, 2020: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.